Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. Visual inspection found no damage. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. No dislodged conductor wire at the distal tip. No damage to the snake cables was observed during visual inspection. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, customer reported there was a misaligned cable on the vessel sealer extend that was causing the jaws to not operate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the instrument did not move at all. Surgeon tried to use instrument while working with the head in the console and the instrument jaws would not open. The surgeon removed the hands from the hand controls when the issue occurred. Another instrument was obtained to resolve the issue.